Event description:
It was reported that there was a foreign matter in the package. The product was not used on end user, therefore, there was no harm reported. The pictures were also received from complainant depicting the issue.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (b)96). Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 2a00971 was manufactured on 01/05/2022, in bodolay line, with a total of (B)(4) market units. The complaint investigator performed a batch record review on 05/30/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1704761 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Conclusion summary of the related event: investigation conclusion the purpose of this investigation is to identify the potential causes for the complaints reported for the malfunction ¿ foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ and ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products)¿, in products manufactured on manufacturing lines, as well as the corresponding corrective and preventive actions required to prevent issue re occurrence. As part of the preliminary investigation for the nonconformance, the impact was determined as major since the failure is a quality attribute detected by existing detection methods and product effectiveness could have an adverse impact. The risk level based on the individual risk acceptability criteria and risk evaluation above is moderate, meaning that risks are broadly accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. The complaints as described have been reviewed and does not represent a threat to public safety. In addition, as per work instruction (wi), the severity reported for those cases is high. For these reasons, a corrective/preventative action (CAPA) plan will be generated. After brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: ¿ dirty carts to transport materials ¿ dirty trays solution: create cleaning process of trays and cars used to managed materials in cleaning room during the manufacturing process. Method: ¿ mixers with residues from previous mixtures solution: include new cleaning process in the clean schedule. Manpower: ¿ inadequate transfer of materials. Solution: retrain warehouse and manufacturing personnel in the correct materials transfer from warehouse to the cleaning room per standard operating procedure (sop). Manpower: ¿ inadequate electrocuting lamp maintenance solution: retrain the personnel involved in the correct verification of the electrocuting lamp per work instructions (wi). A corrective/preventative action (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event has been approved and is complete. No additional details have been provided to date and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.